Event description:
Same case as MFR #: 2134265-2009-07092. It was reported that during a percutaneous coronary interventional procedure with rotational atherectomy, a wire fracture occurred. The greater than 50% stenosed lesion being treated was located in the moderately calcified right coronary artery (rca). The rca had a significant bend, between 45-90 degrees. The lesion was 15-20mm long, and the vessel diameter was 3.5mm. Following advancement of the floppy rotawire beyond the lesion, the 1.5mm burr was utilized for 6 passes, ranging in speeds from 129k rpms to 157k rpms, and length of the runs ranged from 7 seconds to 26 seconds. At the sixth run, the physician noted that approximately 5cm of the floppy rotawire guide wire had detached. The physician removed the burr, and used multiple wires, balloons and stents to open the vessel. He then was able to successfully snare the wire fragment from the patient. No further patient complications were reported, and patient's status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.